Event description:
The customer reported that the system intermittently would not make an exposure. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was replaced. The system was then found to be operting as intended.